Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet, which led to impending automated insulin dosing suspension until cgm connection or manual blood glucose entry occurred; the user had installed a new sensor the same day, reviewed alarm history with no relevant alerts, toggled cgm settings from g6 back to g7, and restarted the sensor as part of troubleshooting. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated dosing with need for continued monitoring. Investigation included customer support¿guided review of device alerts and cgm configuration, including sensor restart steps. Investigation of this case revealed an unsuccessful cgm-to-ilet pairing without evidence of device alarms or sensor fault based on user review, suggesting a connectivity or configuration issue between the cgm and the ilet rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or transient cgm communication disruption leading to a communication failure between devices.